Manufacturer narrative:
Investigation: investigation summary: bd molecular quality previously investigated on an end user, affirm atts glass user injury (finger puncture) during dispense of specimen at an affirm testing facility. It was confirmed that the end user found glass in the specimen collection tube along with specimen. Quality investigation required review of the affirm atts package insert and affirm collection poster. Per review of the affirm package insert & collection poster, it was determined that the affirm collection site was not following the affirm atts package insert or affirm collection poster instructions. The collection site was crushing the atts glass ampoule (as instructed), opening and placing the affirm swab into the atts tube with glass and sending the atts vial to the testing facility (not instructed). The affirm package insert and affirm collection poster does not instruct collection sites to open the atts vial and place the collection swab in to the affirm atts tube. Bd has updated the affirm collection poster to provide further clarification on the instructions of use with affirm atts. Bd molecular quality will continue to closely monitor for trends associated with affirm atts glass injury. If you have any additional questions or concerns, please do not hesitate to contact bd technical services. Investigation conclusion: complaint not confirmed. Customer education issue. Root cause description: customer failure to follow procedure.

Event description:
It was reported that a clinician received a cut with potential exposure to bodily fluids when using a bd affirm¿ vpiii ambient temperature transport system. Technician injured finger and required first aid.